Event description:
It was reported that the asymptomatic patient presented in clinic via merlin.net transmission alert. The ICD exhibited t wave oversensing. The patient did not received inappropriate therapy. The programming changes recommended would be discussed with the following physician.